Manufacturer narrative:
(B)(4). The customer report of the spike being broken was confirmed in the lab. The spike was completely broken off near the base. The root cause was undetermined. A batch review was performed, with no defects noted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer reported the spike broke when it was disconnected from the disconnect kit by a clean flash. The set had been used for 1 day. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.